Event description:
A malfunction alarm was reported, identified by a specific code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the reset, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arise.